Event description:
Procedure: wedge resection. According to the reporter: the staple line opened and a small vessel began bleeding. Staples did not close properly. Tissue was transected and there was no tissue damage or loss. The procedure was converted from a thoracoscopy to a thoracotomy and it bleeding was controlled with another device.

Manufacturer narrative:
Initial report sent to FDA on 06/18/2009.